Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device after a lower extremity intervention using a 6f sheath. Reportedly, the patient lost pedal pulse due to stitching the common femoral artery closed [back wall stitch]. The patient was transported to the hospital across the street for an endarterectomy and was reportedly doing fine post procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.